Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found one (1) tube without rubber stopper. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer found one (1) tube without rubber stopper. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 07-oct-2024 investigation summary: bd received 1 (one) sample and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer sample along with thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was observed based on customer sample analysis, but not observed based on retain sample analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly based on the photo analysis but unable to confirm based on retain sample analysis bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.